Event description:
A distributor reported a malfunction alarm with a pump, identified by fault ID 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer on returning the defective pump to tandem using a pre-paid label. The customer was informed about the replacement but chose not to reveal their backup insulin therapy plan.